Event description:
IV was inserted in pt's arm. Once the IV was placed and the guidewire was retracted the needle did not come out with the guide wire. The needle remained in the IV tubing. The rn recognized the problem and removed the IV set. Similar occurrences happened with this same product the previous mo and the following mo.